Event description:
It was reported that the patient underwent a right hip revision due to advanced arthritis of acetabulum. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: unknown bipolar cup. Unknown stem. H6: proposed component code: mechanical (g04)- head. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 review of the reported event by a health care professional found: disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis. Additional trauma from external forces also accelerates this reaction. Patients with disease progression of osteoarthritis in the affected joint develop pain and decrease in joint flexibility. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.